Event description:
(B)(4). I experienced severe anxiety and post partum depression after these were placed. Suddenly bursting into tears. Not being able to breastfeed my child at all. Loss of libido. Severe pelvic pain, especially if I move quickly. Lack of menstrual cycle. Extreme mood swings. Loss of interest in any type of affection.